Manufacturer narrative:
Extension 7482, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6); plug accessory 3550-09. Analysis of the implantable neurostimulator (ins) found no significant anomaly. The battery was not in new condition. Analysis of the extension found no significant anomaly. There was a cut in the outer insulation. Continuity was acceptable on all circuits. Analysis of the accessory plug found no anomaly. The initial MDR was filed as MFR report # 3007566237-2012-01631. Additional review indicated the correct manufacturing site was site (B)(4).

Event description:
It was reported that the patient experienced a fall in (B)(6), and subsequently did not feel stimulation. An interrogation on (B)(6) found that impedance values on the 4th electrode of a tetrapolar lead were over 10,000 ohms. The hcp planned to replace the lead and ins (B)(4), however he did not perform the replacement on (B)(6). Instead, the hcp added an octapolar lead to cover for the fractured electrode. On (B)(6), the old ins and extension were explanted, and a new ins (B)(4) was implanted and connected to the two existing leads. When lead impedance was measured during the operation, impedance values on the 4th electrode of the tetrapolar lead were high again, indicating that the source of the high impedance was a fracture on the tetrapolar lead.

Manufacturer narrative:
(B)(4): lead model unknown, implanted: 2007-(B)(6), explanted: na; lead model unknown, implanted: 2012-(B)(6), explanted: na; extension model 7482, serial# unknown, implanted: 2007-(B)(6), explanted: 2012-(B)(6).